Event description:
Related manufacturer reference number: 2017865-2022-40920. It was reported that the patient presented in clinic for a follow up. An x-ray was performed and revealed clavicle crush on both the right ventricular (rv) lead and the atrial (ra) lead. Device interrogation also showed noise being over sensed on the ra lead. The physician elected to explant and replace both the rv and ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of clavicle crush and noise were confirmed. As received, a partial lead (distal portion) was returned in one piece. Final analysis found that the insulation was abraded at 23.8cm to 24.0cm from the distal tip. The cause of the reported events was isolated to the clavicle crush damaging the inner/outer insulations.